Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient returned to the emergency room more than 1.5 months later reporting of "stabbing pain at device site."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room due to chest pain near the site of the implantable cardioverter defibrillator (ICD). A remote monitoring transmission found that the device was functioning as programmed. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was contacted to inquire what the cause of the chest pain was. The cause was indicated to be unidentified.